Event description:
Per the clinic, the device was explanted (date not reported) due to electrode array ended up in semicircular canal. The patient was reimplanted with another cochlear device (specific date not reported).